Manufacturer narrative:
Correction to description summary in section b.

Event description:
On (B)(6) 2007, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm.